Event description:
This therapeutic scope was involved in an incident from 2/15/95 - see (FDA report 3900320000-1996-0002). Co was unable to determine if the entire product was retrieved at that time when the stent was deployed and broke. This same scope was sent to co on 3/21/96 for a broken elevator. This broken piece should have been found. During an ercp, on 7/10/96, the broken piece of wall stent freed itself and lodged in the pt's duodenum. The stent was removed with suction.